Event description:
It was reported that the biomed stated that the arctic sun device has low flow (alarm 41 - low internal flow). The flow rate was less than 1.5 l/min. Per review of wo on 17aug2024, there was no patient involvement, defect identified during the general maintenance by the biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the biomed stated that the arctic sun device has low flow (alarm 41 - low internal flow). The flow rate was less than 1.5 l/min. Circulation pump was replaced onsite by biomed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device has low flow (alarm 41 - low internal flow). The flow rate was less than 1.5 l/min. Per review of wo on 17aug2024, there was no patient involvement, defect identified during the general maintenance by the biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.